Event description:
A hospital in (B)(6) reported via our distributor that an mr290 autofeed humidification chamber dome was damaged after 10 days of use. It was further reported that the chamber had been sterilized by ethylene oxide gas before use. No patient consequence reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was received at fisher & paykel healthcare new zealand for evaluation and was visually inspected for the reported damage. Results: visual inspection revealed that the complaint chamber was cracked in multiple areas. The printing on the chamber dome was faded. A lot check revealed no other complaints for lot 130609. Conclusion: the nature of the cracking and the smeared print on the chamber dome indicates that the damage was caused by sterilization of the chamber as confirmed by the customer. The mr290 autofeed humidification chamber is a single use device, manufactured in a clean working environment and does not require any cleaning. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." The hospital reported that it was possible that the chamber was sterilized before use, which is not in line with our user instructions. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the cracking occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: - set appropriate ventilator alarms. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. (B)(4).